Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported low flow errors on fresenius 2008k machine. An on-site evaluation was performed by a fresenius regional equipment specialist (res), the float switch was replaced as it was burnt. The res found both ro producing low volume of water out of ro. Additional information was requested, however to date not provided

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an on-site investigation of a 2008k2 machine reported as having low flow errors. The res could not duplicate the reported low flow errors but did replace the float switch which exhibited heat damage. The res also found both ro's producing a low volume of water and advised the biomedical technician (bmt) of the issue. The machine passed functional testing. There was no patient involvement. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.